Event description:
A ventilator was returned to the service center for evaluation. There was no harm or injury reported. During the evaluation of the device, the device failed a step during testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
A ventilator was returned to the service center for evaluation. There was no harm or injury reported. During the evaluation of the device, the device failed a step during testing. After evaluation of the device it failed a test due to the blower/fan. The blower/fan was replaced to address the issue.